Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues foreign matter 33, damage 2, print defect 1, cap dirt 9, tube black point 5, air bubble 495. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: 367968 lot 9003749. (Separator-inside foreign matter 33, damage 2, print defect 1, cap dirt 9, tube black point 5, air bubble 495).

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for fm and molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm and molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm and molding defect was observed. Further investigation activities for fm have been conducted through CAPA #503254 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: based on the investigation, the most likely root cause for the molding defect was determined to be related to a manufacturing issue. CAPA #503254 was conducted to document further investigation and root cause analysis relating to fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time for fm in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues foreign matter 33, damage 2, print defect 1, cap dirt 9, tube black point 5, air bubble 495. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: 367968, lot 9003749. (Separator-inside foreign matter 33, damage 2, print defect 1, cap dirt 9, tube black point 5, air bubble 495).